Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported after the surgeon entered the patient's eye, the "chamber dropped". The phaco handpiece was removed from the eye, the cassette was replaced, and the procedure continued. After the surgery, a puddle of fluid was noted under the system. There was no patient impact reported. Additional information has been requested.